Event description:
It was reported that the customer's insulin pump had a blank screen after changing the battery. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that the insulin pump was neither dropped, bumped nor exposed to moisture. Advised customer to insert the new aaa alkaline battery, and the customer stated that the display returned. Advised customer to monitor the insulin pump. Advised that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.